Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said "the device is giving me problems" stating he saw eos message on the patient programmer. The patient successfully connected the pp to the ins but eos message was not seen again. The patient instead saw low ins screen. The patient was able to bypass the screen and the ins was on, low, 0.60 and 1.00. The patient was advised to charge the ins and monitor the screens seen. The patient was advised to take pictures of the screen and to call back or contact healthcare professional (hcp) if the issues continue. No symptoms were reported. No further complications were reported/anticipated.